Event description:
Surgeon has had three patients with post-op back and leg pain. X-rays of these patients showed changes in the position of the concord bullet cage. A revision was performed. As a result, an MDR is being filed to document this event.

Manufacturer narrative:
X-rays were reviewed. No definitive conclusion can be made at this time. Listhesis may have placed stress on the construct that compromised the effectiveness of device. It was also reported that patient post-op activity might also have contributed to this outcome.